Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v857899, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The healthcare professional reported that they had inquiries about why longevity estimate report had an asterisk next to the longevity estimate and a note that indicated that the estimate was for a new battery. Additional information received from the company representative also reported that the message about the patient's longevity estimate had occurred due to a power on reset (por) that had occurred with the implantable neurostimulator (ins) sometime in the past and that was why that message appeared. There were no patient symptoms or complications reported regarding this event. This event occurred during product use and the indications for use were urinary dysfunction/sacral nerve stimulation (146) and gastrointestinal/pelvic floor (901). No outcome regarding the por was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.